Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and char was adhered to the spline when the catheter was removed from the patient's body. The issue was identified approximately 4 hours into the procedure. The medical team suspected that char may have formed while the ablation was conducted in close proximity to the octaray. Since the char was removed by hand and did not go to the heart, it was determined that there was no problem and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 27-nov-2023, bwi received additional information regarding the event. The char was identified at the tip/spline area. There were no temperature and flow issues on the octaray catheter. The patient was anticoagulated. Act (activated clotting time): 300. On 8-dec-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and char was adhered to the spline when the catheter was removed from the patient's body. The issue was identified approximately 4 hours into the procedure. The medical team suspected that char may have formed while the ablation was conducted in close proximity to the octaray. Since the char was removed by hand and did not go to the heart, it was determined that there was no problem and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char attached on one on electrode of the device's tip was observed. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31120892l and no internal actions related to the complaint were found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).